Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirmed allegation as evidence from the field and product analysis were insufficient. In addition, the lead passed the continuity test indicating conductors were intact . The lead also passed the hipot test, indicating no electrical shorts between conductors. Further, visual inspection revealed no abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The physician thought that likely lead was micro dislodged. This lead was explanted. No additional adverse patient effects were reported.